Event description:
It was reported that the implant was removed as the patient was feeling numbness a day after implant placement and radiograph showed the implant was too close to the ian. Implant was removed and a shorter implant was placed. Tooth #19.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient ID not provided. Patient weight not provided. Additional 510(k) number is k101880.

Manufacturer narrative:
One (1) imp,tsv,4.7,13,mtx,mg (tsvtwb13) was returned for investigation. Visual evaluation of the as returned product identified the measurements with cal1322; due: sep 02, 2022 are correct and matched prints. Bone/blood residue identified around the external/internal threads due to usage. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition noted on the per was moderate bone density (type ii) and the implanted was placed in a previously/simultaneously grafted site (allograft). The reported device was located on tooth # 19 (universal) and was used for approximately 3 days. The customer did not provide any pictures or x-rays. Review of appropriate documentation: instructions for use - tapered screw-vent and trabecular metal implants, ifu4869 rev 9-10/19. Information identified: contraindications, warnings & precautions. Per the applicable IFU, improper techniques can cause patient injury and pain. DHR review: DHR review for the lot (1237069) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review: complaint history review was performed for the reported lot number (1237069) for similar events and no other complaint was identified. Review completed utilizing keywords: medical other. Post market trending review: feb post market trending was reviewed and there were no actionable events or corrective actions for the reported event (medical other) or product (tsvtwb13). No actionable items have been triggered that will affect complaint handling on our end for this month. Based on the available information and dimensional analysis, device malfunction did not occur. Additionally, the reported event could not be verified as the exact details of event and patient anatomical conditions were unknown/nonverifiable. Sections updated: b4: date of this report. G3: date investigation results were received. G6: type of report and follow up number. H2: follow up type. H3: device evaluated. H6: adverse event problem codes. H10: manufacturer's narrative.

Event description:
There is no update to the original complaint description provided.